Manufacturer narrative:
For the reported event, the fluency plus vascular stent graft was returned to the manufacturer for evaluation. A device history review was performed. The investigation identified both product problems. The investigation was not able to determine a root cause. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products are identified. Accordingly, this event has been determined to be MDR reportable.

Event description:
This report summarizes one malfunction. A review of the events indicated that model fvl06080 vascular stent graft experienced a break and failure to deploy. This report was received from one source. The device was used in one patient. The patient is an (B)(6) year-old female, of (B)(6) kgs. There was no reported patient injury.